Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, when opening the loading unit, the customer identified a broken connection, preventing its positioning in the stapler. There was no patient involvement.